Event description:
It was reported that the lead dislodged one day post implant. The patient experienced inappropriate shock. The device was removed due to an infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - review of quality records.